Event description:
The customer reported that when the avalon fm30 fetal monitor in room 14 is in use, data was being picked up in room 373. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that when the avalon fm30 fetal monitor in room 14 is in use, data was being picked up in room 373. No pt harm was reported. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.